Event description:
It was reported that during a da vinci si sigmoid colectomy the tip of the permanent cautery hook instrument broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the hook broken off of the instrument. The hook had fractured within the yaw pulley, at the cross section of the hole feature. The detached hook was not returned. Engineering also observed that one side of the ceramic sleeve is broken off and missing. The size of the missing piece is approximately .155 x .075. It was determined that the damage to the hook and sleeve may be due to overloading at the tip or other mishandling/misuse. No other damage found.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.